Event description:
A malfunction alarm was reported with a specific code, but no notable events occurred prior. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any issues reappeared.